Event description:
This rv lead was implanted on (B)(6)2005 and remains implanted at this time. A call was placed to technical services on 8/3/2017 stating that red alert for polarity switch for rv impedance greater 2000 ohms. It was 1600s at changeout a few months ago and would also raise range for lead safety switch. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).